Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a low blood glucose with a confirmed glucometer reading of 43 mg/dl after announcing a normal meal for a dinner that contained less than 15 grams of carbohydrate from a protein shake while using the ilet and a dexcom g7 continuous glucose monitor (cgm). The event was attributed to an incorrect meal size announcement associated with the user interface and meal announcement workflow, and the low was treated with dissolved glucose tablets in water. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included that the event was considered a serious injury/illness/impairment and required unexpected medication intervention to correct the low. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, and a usage problem was identified due to improper or incorrect procedure related to meal announcements on the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.